Event description:
Information received indicated that the siderail would not latch.

Manufacturer narrative:
The hill-rom technician found that the latch cover was bent preventing the rail from latching. He replaced the latch cover to resolve the issue.